Event description:
The customer states that a patient sample processed using the axsym toxo igg assay generated a falsely negative result of 0.0 iu/ml. The sample was repeated yielding a positive result of 20 iu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist you with resolving discrepant results. The probable causes for discrepant/erratic results include probe is dirty, damaged or misaligned, and particulate matter in sample. Complaint information notes the sampling probe had pipetted in gel from a sample tube. The customer technical advocate noted the discrepant result issue may have been caused by patient samples being run in gel tubes without the required amount of serum sample. An abbott field service representative replaced both the probes on the axsym. A complaint review found there have been no additional incidents of discrepant result generation by axsym plus (B)(4) since the probes were replaced, and sample volumes were verified to be within the manual and package insert specifications. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-82, or the axsym probe list no. 09a59-01 related to the issue under evaluation.